Event description:
It was reported that approximately 111 months after a right knee replacement procedure. The patient did very well initially, but has developed increasing discomfort and polyethylene wear was indicated by x-ray. A revision op report was provided. A revision total right knee and autologous platelet tissue grafting was performed. Intraoperatively the surgeon observed significant metal staining on all surfaces of the synovium. The polyethylene was noted to be damaged posteromedially. It was noted there was no bone loss from either the femur or tibial for removal of those components. The patient was revised to an exactech construct and noted to be seated well. The patient was awakened and taken to the recovery room in stable condition. No surgical or medical interventions were reported. No additional information is available.

Manufacturer narrative:
D10: (B)(6), 620-00-02 - platelet rich plasma kit with spray tips, (B)(6), 200-02-38 - three peg patella 38mm, (B)(6), 200-04-44 - cemented finned tib. Tra sz 4f/4t, (B)(6), 620-11-02 - accelerate conc. Sys rep by 620-12-02. H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2024-01616. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.